Event description:
Package was to be used on patient who had given birth. It is a perineal cold compress. When the rn opened it, it popped, and it oozed out on patient's husband who was standing close to patient. We instructed him to follow the package instructions-and shower right away-which he did.